Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Company representative reported via phone call that the piece near the arrow button was cracked. Customer had low blood glucose, had to contact ems three times. Customer had an emergency room visit. Customer's blood glucose was 128 mg/dl. Customer treated low blood glucose with soda or glucagon shots. Customer will not be returning the device for analysis.